Event description:
A home pt contacted baxter's technical service center regarding a reload set 168 during prime. The home pt indicated that solution was leaking out from the cassette door. Baxter's technical service center instructed the home pt to start therapy over with new supplies. No pt injury or medical intervention was associated with this report per the home pt.